Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred at the beginning of a routine hemodialysis treatment. Air was observed in the line. Rinseback attempts were discontinued due to clotting, resulting in an estimated blood loss of 180cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Facility staff is aware of the event and attributed the arterial alarm to problems with the patient's catheter. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.